Event description:
Implant placed 10/3/96, upper. Failed, with temporary abutment in place, on 7/1/96. Pt has had a total of 6 implants placed. All upper. A total of 5 have now failed-ref 96-402b and 96-402c. One implant each. The other 2 were previously replaced.